Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the last time the patient had an MRI done, they had extreme discomfort because the device wasn't turned off. Caller states this was about 2 years ago or 1.5 years ago. The caller also stated that they had the MRI done on a #t machine rather than a 1.5t machine. They also stated that after the event the patient consulted with their healthcare provider (hcp) and were told that their implant was not harmed.